Event description:
It was reported that a slide tube weldment broke during transport. No adverse consequence was reported.

Manufacturer narrative:
After investigation, the most probable cause to explain this condition is that a torsional overload was applied to the head end slide tube weldment.